Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly, however device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the insulin pump was not turned on. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer was advised to remove the battery and they stated that the insert battery alarm did not displayed on the screen. No harm requiring medical intervention was reported. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.